Event description:
This is filed to report device entrapment and incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, calcified leaflets, previous cardiac surgery, and a flail. It was noted imaging was difficult throughout the procedure. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected a posterior chord had been grasped causing the slda. Therefore, the clip became caught in the chordae, and was unable to be removed. Although still attached to the chordae, the clip was able to be deployed on both leaflets. To stabilize the slda, a second additional xt clip was deployed laterally and successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedural) associated with the slda appears to be due to the suspected chordae entanglement. The cause of the reported entrapment of device (clip caught on chordae) could not be determined. The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.